Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device. A functional test was performed on the received device and the complained issue could not be reproduced. The complained blade could be attached and detached from the impactor without any problems. The blade also locked and unlocked as expected. There was no visible gap when the blade was in the locked position. As previously reported, the device history record review did not identify any manufacturing-related issues and this lot was released after passing final inspection and functional testing. The complaint condition could not be confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Additional device product code is hwc. (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation. Reporting facility street address and phone number were not provided by reporter and are unavailable. Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a surgical procedure on (B)(6) 2016 to treat a femoral trochanteric fracture, the blade did not lock. A gap was found between the tip and the shaft of the blade when the blade was removed. The surgeon replaced the reported blade with another one. The surgery was extended 15 minutes due to the reported issue. There were no adverse consequences to the patient. This report is 1 of 2 for (B)(4).